Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the performa nano system within 2 minutes: 64 mg/dl, 105 mg/dl and 68 mg/dl. At an unknown time prior to comparison results, customer took an unspecified amount of novorapid insulin after receiving a result of 212 mg/dl. At an unspecified time, customer fainted and her friend helped her to inject an unspecified amount of glucose. No adverse event reported. The manufacturer requested return of suspect product for evaluation.